Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90f4w. The device was returned with the upper jaw detached and returned with the device. The electrode and ceramic were intact and not detached as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an colectomy procedure the device broke off the ceramic electrode inside the patient and the foreign part was immediately retrieved. Another like device was used to complete the case. No patient consequences.